Event description:
The tech alleged that the head end brake casters would set but not hold. No pt impact.

Manufacturer narrative:
The tech replaced the head end brake casters and the brake caster hex rod to resolve the issue.